Event description:
It was reported that during a rotational atherectomy procedure, the coronary rotabalator guidewire fractured. The lesion being treated was a calcified and 90% stenotic lesion in a slightly tortuous distal left circumflex coronary artery. After successful ablation with a 1.75 mm burr, the physician exchanged up to a 2.15 mm burr. A functional test was successfully performed prior to insertion into the patient. However, on insertion through the y-adaptor, resistance was felt and the burr stalled. After several attempts, the burr was removed and when the physician attempted to replace the wire using a transit catheter branch. There was no intervention taken to remove the fractured portion. No patient injury or complications were reported. Patient status is reported as 'good'.